Event description:
It was reported that since 2010, the catheter had been replaced/repositioned twice because the catheter ¿fell¿ to the bottom of the patient¿s spinal column. The device system was used to deliver baclofen. No further information was provided that pertains to the first replacement/reposition. A follow-up report will be submitted if new information becomes available. Please refer to manufacturer report # 3004209178-2012-09691 for information following second replacement/reposition.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).